Manufacturer narrative:
A boston scientific technical service consultant discussed the clinical observations with the caller and suggested bringing the patient in for further evaluation. The caller stated that rrt was programmed off and the physician has elected to continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial tachycardia response (atr) events were observed recently with this system and the atrial channel appears to demonstrate noise due to interaction with minute ventilation (mv) feature. Additionally, varying sensing and pacing impedance measurements were noted. Most recent impedance measurements were greater than 2000 ohms. The caller had been informed that when atrial impedance measurements are out of range and the rate response trend (rrt) feature is programmed on, the rrt can potentially detect the signal resulting in oversensing. No adverse patient effects were reported.